Manufacturer narrative:
The manufacturer received information from the reporting facility that the device is no longer available for investigation.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a house fire. The patient was taken to the hospital for smoke inhalation and has since been released. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.